Manufacturer narrative:
After review of additional information received date received by MFR, type of reports, if follow-up,what type?, device evaluated by MFR?, evaluation codes, if remedial action initiated and correction/removal reporting number have been updated accordingly. The reported loose component was confirmed on the returned controller ((B)(4)). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller revealed that the device failed visual inspection due to a loose connector on power port one of the controller. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The manufacturer and supplier have opened an internal investigation for controllers loose connectors. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Analysis revealed that (B)(4) passed visual examination and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Corrected data: date returned to manufacturer.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during routine check, the vad coordinator observed that power port 1 is loosen. The unit was exchanged. There was no impact to the patient.